Manufacturer narrative:
A2 - age at time of event: 18 years or older. D2b: pro code (product code) - fge, lit. G4: premarket / 510(k) # - k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right external iliac artery. An 8.0 x 40, 75cm balloon catheter was advanced for dilation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.